Event description:
Customer reported that the pump was glitchy at times, requiring shutdown and reset. There was no reported impact to the customer¿s blood glucose level. The customer declined cts follow-up, and no additional information was obtained regarding the outcome of the event.